Event description:
Customer alleged obtaining discrepant back to back blood glucose results of 169 mg/dl, 316 mg/dl and 407 mg/dl when all tests were performed within 10 minutes on the compact system. Reporter indicated that he was not experiencing any hypoglycemic symptoms during the time of testing. Reporter stated that he increased the lantus dosage to 42 or 43 units instead of the 40 units he normally takes. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.